Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina. The subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the distal right coronary artery (rca) with 80% stenosis and was 12 mm long, with a reference vessel diameter of 3.50 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.50 mm x 16 mm promus premier stent system. Following post dilation, residual stenosis was 0%. Ten days later, the subject was discharged on aspirin and ticagrelor. On an unknown date of (B)(6) 2021, the subject died. No action was taken to treat the event and the primary cause of death is unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
Date of death and date of event: used the first day of the month of (B)(6) since only unknown date of (B)(6) 2021 date of event was provided.